Manufacturer narrative:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unclear whether the reprocessing was carried out as per the IFU manual, so the cause of the residual foreign material could not be determined. As a result of confirming the inspection result report (refer to repair request no.nlnlvb70), we confirmed the suggested event ¿foreign material adhered to the nozzle at the distal end¿, and confirmed that the specifications and functions were not satisfied. Specific health hazards were not reported. Olympus will continue to monitor field performance for this device.